Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the pump displayed a fiber optic sensor failure message. It was also noted that the arterial line waveform and blood pressure readings were no longer displayed. An attempt was made to remove and reconnect the fiber optic cable but this did not relieve the problem. There was no flush line connected to the central lumen and there was no other arterial line available as an alternate. It was suggested that they obtain another arterial line and make sure that they had the correct pressure cable needed for the pump. A nurse practitioner at the bedside was willing to place an arterial line so the getinge representative listed the steps involved in connecting to the pump once it was obtained. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.